Manufacturer narrative:
The device was investigated at the hospital by our filed service engineer(fse). No parts were replaced. The fse¿s review of the logs at the hospital verified the apnea alarm; there was however no technical errors or any other errors found that could indicate on a permanent device malfunction. The unit passed several pre-use checks and simulated ventilation modes with different settings. The unit function was according to factory specifications. The device software was upgraded and the device was returned back for clinical use. The device event logs concerning the date of event had been erased. However the logs prior to the event shows that the air gas supply to the ventilator device had failed. The apnea alarm was generated right after the low air gas alarm. The generated alarms indicate that there either was a problem with the air gas supply from the wall, or a connected air gas tube, or the air gas supply via a connected compressor unit.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: 1917mcc1752.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). H3 other text: device not returned.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for apnea. There was no patient harm. (B)(4).